Event description:
It was reported that the ventilator's gas modules were replaced. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator's gas modules were replaced. The ventilator was investigated by our field service engineer on-site and the gas modules was found defective and replaced which solved the issue. No replaced part has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).